Event description:
It was reported that that patient underwent an axial lumbar interbody fusion. Sometime post-op the patient had pseudoarthrosis at l5-s1 and underwent a revision surgery, anterior interbody fusion with plating. No other patient complications were reported.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. During the same surgery the patient was reimplanted with another device. This report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported intermittent connections to the internal device. Reprogramming attempts were made, however, the problem could not be resolved. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.